Event description:
Reportedly, during testing, it was observed that the down arrow button was not working. It was reported that the alarm light turned on even when there was no audible alarm or visual alarm message. The alarm indicator was not heard during shut down. There was no pt involvement.

Manufacturer narrative:
Though requested, pt info was not provided.